Event description:
It was reported that a malfunction alarm occurred with the customer's insulin pump, displaying malf code 24. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support arranged for the customer's pump to be replaced and provided instructions for putting the pump into storage mode and returning it, while also confirming the shipping details for the replacement pump.